Event description:
The attending physician observed screws backing out from an anterior cervical plate on x-rays taken during a routine follow-up exam. Health care professional reported that the patient did not comply with post-operative instructions. A revision surgery was performed to replace screws and reestablish fixation. That patient experienced no neurological symptoms.

Manufacturer narrative:
More than one screw model was involved in this event. All screws have the same brand name, common device name, and manufacturer. This information is listed in this form. The model# and lot# of one screw is listed in this form. The additional screw model and lot numbers are listed in this form.